Event description:
It was reported that a right atrial leadless pacemaker exhibited unsatisfactory mapping measurements during implant. It was suspected excessive pressure was being applied to the device by the operator. The device was slightly withdrawn to reposition and its helix became extended, possibly due to no counterclockwise rotation before the unscrewing. The device was replaced to complete the procedure. Patient had no consequences.